Event description:
It was reported that the procedure was to treat to mildly calcified, moderately tortuous left anterior descending artery that is 80% stenosed. The unspecified trek balloon dilatation catheter was noted to be slow to deflate after it was inflated three times. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported deflation issue could not be determined. Factors that may contribute to deflation issue include, but are not limited to, deflation technique, tortuous anatomy, contamination in the inflation lumen, contrast concentration or damage to the guide wire and/or inflation lumen. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. In this case, a conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.